Event description:
The customer reported via phone call that they were visited to emergency room due to low blood glucose on (B)(6) 2022 with blood glucose of 40 mg/dl. The customer did not experience any symptoms such as a result of low blood glucose. The customer was treated by bolus with food and glucose tablets. The insulin pump was not on auto mode at the time of incident. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer had received stuck button alarm. Customer was unsure if the button was pressed for 3 minutes or longer. No further complications were reported. Troubleshooting was not performed. The customer will discontinue to use the device.

Manufacturer narrative:
(B)(4). On (B)(6) 2022, the customer alleged went to the emergency room for low bg and stuck button alarm and insulin pump reset. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay and torn display window cover during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08700 inches. All buttons functioning properly. No unexpected pump resetting during testing. No stuck key alarms noted during testing, however, a stuck key alarm was found in the insulin pump history on (B)(6) 2022 at 14:48:35 and 14:58:00. Insulin pump passed the keypad voltage test. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The j1 connector on pcba 1 was locked properly during visual inspection. The force sensor offset measured (24.0 mv).in summary, insulin pump passed all required testing. Unable to verify customer alleged for low bg. Customer alleged not confirmed for stuck button alarm and pump reset. The force sensor is within specification and the motor functioning properly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2022, customer reported to medtronic that he received stuck button alarm while the pump was in his pocket by itself, but unsure if button was pressed for three minutes or longer. Customer also said had pump reset. Customer also reports that he was transported to emergency department by emergency medical services on (B)(6) 2022 at 17:00 with a blood glucose of less than 40 mg/dl. No symptoms documented other than he reports that he was fighting emergency medical services so they could not do the intravenous infusion. He was treated with food, glucose and carbohydrate intake. Customer reports that he had two other low blood glucoses prior to that which he treated with food and glucose tablets, but he cannot recall the dates of those events. Customer reports that he was using the pump within 48 hours of event, but auto mode was not active.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.